Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Review of available information revealed that the patient had a heavily calcified stj and severe calcification in the native annulus, leaflets, and aortic root. Based on the noted location of the calcification and a review of complaint history, it is likely that the root cause of the balloon burst is related to a technical summary written by edwards lifesciences to document a review of balloon burst complaint investigations on returned devices. In these complaints, there were no confirmed visual or dimensional non-conformances for any of the returned devices. Additionally, there were no observed further complications or patient injuries that could be attributed to the burst balloons. Based on available evidence, it was found that calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Alternatively, the balloon could have burst due to the additional volume added. The training manual provides the nominal inflation volume for each delivery system and states that ¿the delivery system requires a prescribed volume for thv deployment and proper function.¿ once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the esheath. Additionally, the mild tortuosity in the access vessel could also cause non-coaxial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. Although a definite root cause cannot be determined at this time, available information suggests that patient factors (calcified native annulus, tortuosity) and procedural factors (burst balloon caught on esheath) likely contributed to the complaint events. During the manufacturing process, the delivery system balloons were 100% visually inspected for the following: cone line with flash; foreign matter; impurity or contamination; deformation on cone; ring shape on cone; crushed balloon; defects and cosmetic appearance; fish eye; gel-spot; scratches; crows feet. The balloons were 100% dimensionally inspected for the following: working length; balloon diameter; proximal and distal leg ids; double wall thickness. Balloons underwent burst testing. The balloons were 100% visually inspected for mechanical damage, kinks, bends, and cleanliness. Prior to the pleat, fold, and form process, the balloons were 100% tested for balloon size and 100% visually inspected for kinks, bends, separation or damaged bond sites, contamination, and balloon scratches. The outer diameters of the flex tips were 100% dimensionally inspected. The bond areas were 100% visually inspected for over-melting and mechanical damage. During final inspection, the delivery systems were 100% visually inspected for mechanical damage (kinks, breaks) or missing/misplaced parts. The flex shafts were visually inspected at the flex tip to flex shaft bond area for metal exposure or mechanical damage (burr, flash). The balloons were 100% leak tested. Additionally, product verification testing was performed as a requirement for lot release. Samples were taken for testing and underwent visual inspection, tested for balloon burst pressure after fatigue, and tested for system retrieval force. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no relevant photographs, imagery, or devices were returned, the complaints for balloon ¿ burst and delivery system ¿ withdrawal difficulty-through sheath were unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. However, a review of the device history record (DHR), lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Available information suggests that patient factors (calcified native annulus, tortuosity) and procedural factors (burst balloon caught on esheath) likely contributed to the complaint events. Since no manufacturing non-conformances or IFU/training inadequacies were identified and the complaint rates for the applicable trend categories did not exceed their respective control limits, neither a product risk assessment escalation, nor corrective action is required at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The report represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-05521. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the device was not returned for evaluation. Per the report, the patient¿s severe degree of native annulus, aortic root, and native leaflet calcification likely caused the delivery system balloon burst. The withdrawal difficulty was likely due to the burst balloon material. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien xt valve within the previously placed 26mm sapien xt valve in the aortic position by transfemoral approach, the balloon burst. The valve landed low in an approximately 30:70 aortic/ventricular (a/v) position and echo showed moderate to severe paravalvular leak (pvl). An additional 2ml (24ml total) of inflation volume was added to the balloon and post-dilation was performed, however the pvl did not improve. A second valve was implanted with an additional 2ml (24ml) total of inflation volume. During deployment, the second valve landed low in an approximately 40:60 a/v position and the delivery balloon ruptured. The delivery system was surgically removed from the femoral artery. The valve was post-dilated with a 28mm nucleus balloon and moderate pvl was observed. At the time of the report the patient was stable. It was believed that heavy calcification in the sinotubular junction (stj) had effectively formed a shelf that then pushed the valves lower than anticipated during deployment. The patient¿s severe degree of calcification was considered to be the cause of the burst delivery balloon. The patient¿s native annulus measured 22.5. The patient¿s stj had bulky/severe calcification, the native annulus had severe calcification, the native leaflets had bulky/severe calcification, and the aortic root had severe calcification.